Manufacturer narrative:
A full evaluation of the device could not be conducted as the pump was not received for evaluation and the location of the suspected driveline wire damage could not be determined based on the evaluation of the returned portion of the driveline. A direct correlation between the device and the patient's outcome could not be determined approximately 20 inches of the external portion was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Multiple areas of breakdown of the metal braided shield were observed along the length of the driveline segment, which appeared consistent with over 2 years of use. Visual inspection of the underlying wires under a microscope revealed no areas of compromised wire insulation or damage to the inner conductors along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The report of pump stoppage events was confirmed based on the evaluation of the submitted log file; however, a specific cause for the atypical events could not be conclusively determined through this evaluation. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 3 months. The explanted pump is expected to be returned for evaluation. It has not yet been received. The replaced portion of the driveline was received; evaluation of both the driveline portion and the explanted pump will be completed together upon receipt of the pump. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient experienced pump stoppages while only connected to the power module. The patient's system controller log file submitted to the manufacturer's technical services for analysis confirmed the reported pump stops while connected to the power module. An onsite evaluation of the patient¿s driveline was scheduled. On (B)(6) 2016, the x-ray images reviewed onsite by the manufacturer's technical services representative were found to be unremarkable. A distal end driveline replacement was subsequently performed. After the external driveline replacement, it was reported that pump stoppages reoccurred while the patient was connected to the power module. On (B)(6) 2016, the patient was taken to the operating room for a pump exchange related to an internal driveline fracture. During the procedure, a hole in the posterior portion of the outflow graft was noticed and a repair attempt was made. At this time, the decision was made to place the patient on cardiopulmonary bypass. After an unsuccessful attempt to cannulate the left femoral vein, the right femoral vein was successfully cannulated. Venous drainage was lower than ideal. Volume loss was occurring from an unknown origin, and the decision to exchange lvad quickly was made. A retroperitoneal bleed was suspected, with a large amount of blood loss, which was unable to be salvaged in the operating room. The patient was taken to the intensive care unit and support was withdrawn on patient with family at bedside.